Event description:
Subsequent to filing the initial MDR, the following additional information was received: there was no issue with inflation of the device. The device would not deflate at all. The balloon, guide wire and guide catheter were removed as a single unit from the patient. The patient experienced angina during the procedure. Returned device analysis noted a proximal shaft separation. It was not able to be confirmed if the separation occurred during the procedure, but may have occurred during retraction attempts.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was treating a lesion in the right coronary artery. The 3.5x20mm nc trek balloon dilatation catheter experienced an issue with inflation and then experienced an issue with deflation. The procedure was prolonged and the patient experienced st-elevation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deflate was not confirmed due to the condition of the returned device. The reported separation was confirmed. The reported resistance in the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Angina is listed in the instructions for use (IFU) as a known adverse event. Based on the information reviewed, there is no indication of a product deficiency.